Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Returned product evaluation found pieces of haptic torn off and missing. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, and noted the lens went into the eye upside down. The lens was removed within the same surgery, with no patient injury. The back up lens was implanted with no problem. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
Additional information: a lens work order search was performed. One similar complaint type event was found. Claim#: (B)(4).